Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was de-cased and a visual inspection was performed on the pcba (printed circuit board assembly) .sensor was damaged during de-casing. An extended investigation has been performed on the returned de-cased sensor and observed antenna and molex connector to be removed from the pcba (printed circuit board assembly). Attempted to extract data from returned sensor. Sensor did not read. The returned battery was measured and all range were within specification. The returned sensor was de-cased and performed a visual inspection on the returned sensor's pcba (printed circuit board assembly) and damage was observed on the antenna and molex due to de-casing. Unable to re-soldered/repaired due to the solder pads coming away from the pcba. Unable to communicate due to damage antenna. Unable to perform smu (source measurement unit) testing without the molex connector connected. Issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. N/a was selected for g4 as customer is using fs libre 3 sensor with fs libre reader.  Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.